Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that her symptoms returned and she started having a problem going to the bathroom and holding it. She wore a pad and when she got up in the morning, she did not realize she peed. She went to the health care professional (hcp) and worked with a nurse or someone in the hcp's office but it was not a manufacturers's representative. The nurse determined that the implantable neurostimulator (ins) was off at the appointment for some reason and thought that could be the reason symptoms returned. The nurse told the patient that it seemed that 2 wires are loose but she did not test the device or do any x-rays to confirm that. The patient's setting was adjusted to where she was comfortable and she was instructed to increase or switch programs if needed. The patient tried increasing voltage and went to 4.5v. If she went higher, it hurt. She tried program 3 and program 1 and they did not help. She went back to program 3 and program 3 seemed to work best but she was not able to go higher than 4v. The patient confirmed she gave it sometime before she went to the other program. It was noted that a fall could be related to the issue. She fell on the basement stairs 6 weeks to 2 months prior to report. She told the nurse but the device was not checked and x-ray was not done. Urinary symptoms were reported. The symptoms returned in (B)(6) 2015. The patient also reported a sharp shock which came all of a sudden. It felt bad; she had to jump up, scream and grab the patient programmer to turn stim down or off. This was noted that it could be related to the fall that occurred on the basement stairs. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the circumstances that caused the fall and steps taken to resolve the return of symptoms. If additional information is received, a follow up report will be sent.